Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "cgm app and os incompatible due to unsupported os update on smart device" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.